Event description:
It was reported that pump displayed altitude alarm and customer needed to replace cartridge before pump could resume normal operation. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that insulin was not currently suspended, received tips from technical support for preventing future altitude alarms, acknowledged understanding of this guidance, and pump operation returned to normal after cartridge replacement, with no additional issues reported.